Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer she was unable to use pump due to buttons not working. The customer's blood glucose was unknown. The customer was unable to complete troubleshooting at this time, was advised to call back. The customer called back later and stated the new battery did not restore normal pump function. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and self tests. No unexpected error alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was monitored and no constant tone was noted. All the buttons functioned properly and no moisture damage on the keypad traces was noted. The keypad connector was fully locked. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.